Event description:
It was reported that the customer was hospitalized around (B)(6) 2014. Customer was given an IV shot. Customer had a low blood glucose level of 39 mg/dl and called the paramedics. Customer declined troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).